Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of a failed grip-clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed. The clip was unable to clip onto the tubing during in-house testing. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .018" offset at the tips. As a result, the clip could not properly clip onto the tubing, but was able to be loaded onto the grip tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon observed that the 8mm medium-large clip applier failed to apply clips to the gallbladder. A spare clip applier was used, and the procedure was completed with no patient injury reported.